Event description:
Healthcare worker experienced burn on finger that became white and irritated while working with sterrad 100s sterilizer. The vaporizer plate was not in place and the worker did not use gloves.